Event description:
Device was applied in 2002. At a follow-up visit m.d. Noted the proximal clamp was loose and some loss of distraction was sustained. M.d. Noted clamp was loose at a subsequent follow-up visit and removed fixator.